Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke and the needle detached. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA. The reported condition was confirmed, however, the exact cause could not be reliably determined.